Event description:
The patient was filling a portable h850 on a liberator 37 when the unit started venting. The patient received a burn to the thumb when taking the portable unit off of the liberator. The patient's homecare provider returned the liberator (referenced in MDR 3004822415-2015-00011) and two h850 units. The provider did not know which of the h850 units was involved. The unit is currently being evaluated and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The unit is currently being investigated. Once all testing has been completed, a follow-up report will be submitted.